Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium, ise potassium, and ise chloride. The sample was aliquoted by a pre-analytics system and this aliquot initially resulted as 166 mmol/l for ise sodium, 5.7 mmol/l for ise potassium, and 134 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The doctor called because he did not believe the results and he requested for the primary tube to be run. The primary tube of the sample was then tested and this resulted as 132 mmol/l for ise sodium, 4.6 mmol/l for ise potassium, and 102 mmol/l for ise chloride. The repeat results were believed to be correct. The patient was not adversely affected. The ise sodium electrode lot number was e51, with an expiration date of 09/30/2015. The ise potassium electrode lot number was n22, with an expiration date of 11/30/2015. The ise chloride electrode lot number was t42, with an expiration date of 11/30/2015. The field service representative determined that the sipper probe was worn and that there was a salt bridge near the reference cartridge. He cleaned the ise system and replaced the sipper probe. The ise check, precision, calibration, and controls were all good.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.